Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device heats up, they have carried out a check and in manual control the device takes a long time to cool down, the water tank did not detect its filling and reviewing the cases in the last one carried out on (B)(6), alarm 113 (reduced water temperature control) appeared on three occasions. Per wo notes, they tried to fill the tank, but it was not possible. The filling tube was replaced, after that the device worked correctly. Per review of wo on 29aug2025, there was no patient involvement. Per follow up information received via mail on 29aug2025, issue was resolved with an onsite wo. They try to fill the tank, but it was not possible. The filling tube was replaced, after that the device worked correctly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device heats up, they have carried out a check and in manual control the device takes a long time to cool down, the water tank did not detect its filling and reviewing the cases in the last one carried out on (B)(6), alarm 113 (reduced water temperature control) appeared on three occasions. Per wo notes, they tried to fill the tank, but it was not possible. The filling tube was replaced, after that the device worked correctly. Per review of wo on 29aug2025, there was no patient involvement. Per follow up information received via mail on 29aug2025, issue was resolved with an onsite wo. They try to fill the tank, but it was not possible. The filling tube was replaced, after that the device worked correctly.